Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was implanted. The indication for reimplant was noted as ¿infection.¿ no further information was available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).